Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Data trending and analysis reviewed by penumbra's complaint committee indicated there was a trend associated with cracked canisters. We investigated and determined that although cracked canisters are still capable of holding pressure, the occurrence of this failure was deemed too high and resulted in user dissatisfaction. As a result, penumbra opened a CAPA and implemented actions which included re-designing the shipping box, attaching the canister lid to the canister, and using a separate compartment for the filter. This CAPA is currently being evaluated for effectiveness. (B)(4).

Event description:
A penumbra sales representative was performing an in-service at a hospital and found that a canister on the shelf had a cracked lid. Upon attaching a lid to another canister, it also cracked. This then happened with a third canister.